Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: release to warehouse date: august 26, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a polyaxial head placement tool would not release properly while being used to insert the first screw during a spinal fusion procedure on (B)(6) 2016. After several attempts, the surgeon was ultimately able to remove the placement tool from the head. Both the screw and the head remained implanted. A back up placement tool was used to complete the procedure with a two (2) minute delay. The patient outcome was reportedly desirable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was unable to be confirmed as the device was found to function as intended. A known good matrix polyaxial screw (part 04.606.665 / lot 6605058) was able to be retained by the returned placement tool and disengaged as intended. As the complaint condition was unable to be replicated, the complaint is unconfirmed. The polyaxial head placement tool (part 03.632.037) is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides state that, to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. The returned instrument was examined and the complaint condition was unable to be confirmed as the device was found to function as intended. The relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level, outer shaft w/ overmold, and blocker. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint condition. No root cause was determined as the device was found to function as intended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: per engineer, it was confirmed that unknown part received is an component of (B)(4).